Event description:
It was reported that pump battery life had become shorter than when it was new and required charging every day. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, technical support reviewed pump data but did not find battery depletion information, and case was closed with original email documented in notes.